Event description:
Hcp reports pt requested pump replacement because of insufficient symptoms relief in the past. Pt also complained of headaches prior to replacement surgery. The pump was explanted and replaced. The catheter was also explanted and replaced at this time due to a "sheared catheter."